Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a total knee it was reported that during a total knee arthroplasty (tka) procedure, every cut attempted with the robotic-assisted solution satellite station displayed an "excessive leg movement" message even while the device was mounted to the bed. When the saw finally entered the plane, there was an uncomfortable cutting experience. The message only cleared after redocking the saw hp and re-entering the plane twice. The saw stuttered throughout the procedure, producing uneven cuts that required manual touch-ups by the surgeon; there was also one "plane not reachable" error that was corrected with adjustments. The reporter additionally noted the robot's torque screw may be loose. It was reported that the issue was most pronounced on the anterior chamfer, where the surgeon observed a central ridge of residual bone measuring about 1"-" 2" mm" (commonly around 1" mm" ); the excised bone fragment measured over 3" mm" . The surgeon touched up the anterior chamfer using the velys and cleaned the posterior tibial cut with a manual saw. The device was operated in conjunction with the robotic-assisted solution base station device and the robotic assisted saw handpiece device. The procedure was delayed significantly, though the exact duration of the delay was not specified. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the investigation confirmed ¿for every cut they attempted, there was an "excessive leg movement" message. The saw was stuttering throughout the case and one time there was a "plane not reachable" error.¿ the investigation was conducted by the lcm team. Issue 1: excessive leg movement. The investigation showed that the logs confirmed excessive leg movement alert. The fse was unable to replicate the issue per wo and the system passed all onsite testing. No parts replaced. The excessive leg movement pop-up is an expected behavior of the system. The described event is a known attribute of the system and an expected pop-up message when the relative distance between the device array and knee joint center changes rapidly. This is triggered by either the leg movement, cart motion, or other hardware movement during resection steps. The reporter indicated that there was no negative impact to the patient outcome and no patient harm occurred. This issue will be continued to be monitored through complaint trending as part of post market surveillance. Root cause: the investigation was not able to confirm the allegation reported. Therefore, a root cause cannot be established because no defect was found. Issue 2: saw stutter. The investigation showed that the logs confirmed blocked tracker alert occurred multiple times throughout the procedure. The fse was unable to replicate the issue per wo and the system passed all onsite testing. No parts replaced. No further actions are required at this time. Based on available information the most probable cause of the confirmed allegation can be traced to use error. The user indicated that there was no negative impact to the patient outcome and no patient harm. This issue will be continued to be monitored through complaint trending as part of post market surveillance. Root cause summary: based on available information the most probable cause of the confirmed allegation can be traced to use error. Issue 3: plane not reachable. The investigation showed that the logs confirmed plane not reachable alert. The fse was unable to replicate the issue per wo and the system passed all onsite testing. No parts replaced. During the operation, the leg position was sub-optimal which likely contributed to this complaint. Proper leg position is important for the robot to properly perform all resections. Root cause summary: the root cause of this complaint was sub-optimal leg positioning. Device history review: no manufacturing record evaluation required as no manufacturer or service-related issue found.